Manufacturer narrative:
This is a supplemental report to provide additional information. The device history record for the reported lot indicated no anomaly with the event-related below; operation, appearance of the tip, and operation check.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was k0407. The cups could not be opened. Firm adhesion of foreign materials which were likely a human body tissue were observed on the forceps linkage. Movement of the cups was inspected by using tweezers to remove the foreign material adhesion. After removing the foreign materials, the cups were able to open/close. Other defect which related to reported phenomenon was not found. It can be inferred that the cups could not be opened/closed (stiff handle when opening) due to lack of cleaning after use for the procedure. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility the grasper is unable to open at preparation for use. The subject device was returned to olympus¿s local distributor. The distributor confirmed the following event. The handle is stiff when opening. The subject device was returned to omsc for evaluation. The omsc confirmed the following event on (B)(6) 2021 and determined that it was an medical device report (MDR) reportable event. Cup opening/closing failure due to foreign matter. There was no report of patient injury associated with the event.